Event description:
It was reported half way through a pulmonary vein isolation (pvi) procedure the physician heard the deflection mechanism ¿snap¿ and the catheter would no longer deflect. A regular thermocool smart touch catheter was used to complete the case successfully with no patient consequences. For this deflection issue the event was assessed as not reportable. The catheter has been received in the bwi failure analysis lab and is currently being assessed for the reported deflection issue. In addition, on (B)(4) 2014, we found that the catheter tip shell was not welded to the sensor support. Per this new finding of the catheter tip shell was not welded to the sensor support, this issue is indicative of a reportable event. The awareness date has been reset to (B)(4) 2014.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The ¿suspected medical device¿ reported is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿electrophysiology catheter approved under p030031/(B)(4).

Manufacturer narrative:
(B)(4) it was reported that half way through the case the physician heard the deflection mechanism ¿snap¿ and the catheter would no longer deflect. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found broken inside the handle, causing the deflection issue. During the complaint investigation it was noticed that the tip shell was not welded to the sensor support. Tip was only attached by a small ring of polyurethane. This failure appears to be related to the manufacturing process. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. In relation to the tip not being welded, an internal corrective action has been opened to address this issue.

Manufacturer narrative:
This supplemental report is in response to an FDA letter received by bwi postmarked may 11, 2015 regarding report number: 2029046-2014-00427. Please provide a summary of the results for any investigation, evaluation, and/or failure analysis, including root cause identification, relevant to the reported event. Please include: a complete description of methodology(ies) used, an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and any conclusions reached based on the investigation and analysis results. Response: it was reported that while performing an ablation procedure, the complaint device lost its ability to deflect and the physician heard the deflection mechanism ¿snap¿. The catheter was changed to a regular thermocool smart touch catheter to complete the case. There was no patient consequence. Bwi has assessed loss of deflection events as not reportable; it is listed in risk management documents as a low risk, since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, upon receipt of the product, the bwi failure analysis lab (fal) discovered a welding issue with the tip which made the event MDR reportable. The catheter tip shell not being welded to the sensor support is indicative of a reportable event as it could lead to a complete detachment of the tip shell from the catheter. Upon receiving, the catheter was visually inspected and it was found in normal conditions. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and the puller wire was found broken inside the handle, causing the deflection issue. During the complaint investigation it was noticed that the tip shell was not welded to the sensor support. Tip was only attached by a small ring of polyurethane. This failure appears to be related to the manufacturing process. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. In relationship to unwelded condition of the tip shell, an internal correction was opened. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. Response: as in response #1, the root cause of the deflection issue is the puller wire was found broken inside the handle. During CAPA investigation for the welding issue, the root cause was determined to be due to an omission error by the workmanship operator in inspecting for a competent weld. Please provide a complete list of all related medical device reporting access numbers, as well as the reason for their inclusion in the trend. Response: the deflection issue is non-indicative of an MDR reportable event. For the welding issue, there are no other complaints included in this trend. Please describe any actions related to the internal investigation for this device issues. Response: the following immediate corrective actions were completed before january 2015 to address the welding issue. The stsf production line was halted until corrective actions were implemented. A 100% inspection of laser welding prior to workmanship inspection applicable to the stsf production lines. A retraining was provided to all operators to follow correct process instructions and procedures. The stsf manufacturing line was improved to include a clear identification of the next process step inspection of all inventories in (B)(4) and distribution center was conducted to identify if any remaining units had incomplete tip weld. This inspection identified no other units in inventory with an incomplete tip weld. In addition, a field action for product removal was executed. (B)(4).